Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120157 and cov1120135 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). False-positive results. User stated that they tested with ff on 1/21 and received a positive result (user did not record lot # and exp. Date for this kit). User tested again on 2/5 with ff and received a positive result (lot # cov1120157). User took a rapid test and pcr test at medexpress on 2/6, and both results were negative. User tested with ff for a third time on 2/6 and the result was positive (user did not record lot # and exp. Date for this kit). On 2/7, user took a pcr test at cvs and the result was negative. On 2/8, the user tested for a fourth time with ff and the result was positive (lot # cov1120135).